Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation updated fields: d9, h2, h3, h4, h6 and h11. Corrected field: b5. The device was returned to a third-party distributor and was evaluated. The reported failure was confirmed. The end of the inner shaft was broken. Repair was not possible, and the disposal of the device was suggested. Based on the results of the investigation, the probable cause and root cause of the reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 for information inadvertently left out of previous report: 'the issue occurred during inspection of the device for use before patient in a room.'

Event description:
It was initially reported by the customer that the end of the inner shaft of the resection sheath was broken. Additional information was received from the customer on 06-nov-2025, stating the location of the damage was at the ceramic tip. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.